Event description:
Registered nurse reported air entering the umbilical arterial catheter via the kids kit access port. This was identified when attempting to obtain blood from the infant via the kids kit access port using a needleless syringe. If the air cannot be pulsed out, the tubing has to be changed. This requires discarding the infant's blood that has been pulled back into the closed system. This discarded amount can be significant due to the size of the infant.